Event description:
It was reported that during a percutaneous coronary intervention procedure, balloon removal difficulties occurred. The target lesion was located in the very tortuous and very calcified left anterior descending artery (lad). A 8mm x 1.50mm apex push over-the-wire balloon catheter was selected for pre dilation and during the procedure "was really stuck on the non-bsc guide wire." The physician used forceps to successfully remove the balloon catheter. However, removal took 15 minutes of fluoroscopy time. The procedure was completed with another device. No patient complications were reported.

Event description:
It was reported that during a percutaneous coronary intervention procedure, balloon removal difficulties occurred. The target lesion was located in the very tortuous and very calcified left anterior descending artery (lad). A 8mm x 1.50mm apex push over-the-wire balloon catheter was selected for pre dilation and during the procedure "was really stuck on the non-bsc guide wire." The physician used forceps to successfully remove the balloon catheter. However, removal took 15 minutes of fluoroscopy time. The procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consists of an apex catheter with no original packaging or other devices. Visual and microscopic analysis revealed the inner shaft components were buckled on both sides of the markerband and also near the balloon weld. The tip was found bunched-up. The shaft buckling and tip damage may be due to guide wire interaction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).